Event description:
Patient was implanted with a gore viabahn endoprosthesis behind the right knee to treat a popliteal aneurysm. The implant was performed more than two years ago (exact date unknown). It was reported the patient had a systemic infection with pain and sensitivity behind the right knee. The patient also had listeriosis infection. The angiogram showed the gore viabahn endoprosthesis was fully patent. However, the gore viabahn endoprosthesis was explanted and a vein bypass procedure was performed.

Manufacturer narrative:
Device lot number was not made available. Returned specimen evaluation is currently in progress.